Manufacturer narrative:
The reported issue was addressed with phone support. The isi field service engineer (fse) contacted the customer site to further investigate the reported complaint. The reported event was unable to be confirmed upon verification, customer confirmed no further issue with the system or the endoscope. Issue will be monitored for recurrence. The system was further tested and verified as ready for use. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details could not be performed via system logs because onsite connectivity was not available at this time. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an issue controlling the endoscope from the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion/abortion.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the scope selection was greyed out. The caller stated that prior to calling, they reseated the endoscope, the cable, and the sterile adapter, but the issue remained. The technical support engineer (tse) verified that the universal side manipulator arm was pitched forward (not vertical). The tse was unable to view the live logs at the time of the call. The tse recommended they try a backup endoscope and a power cycle, but they were unable to perform the recommended troubleshooting steps at the time. The scope was using two usm arms at the time of the call. There were no other system related issues. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representativ and obtained the following additional information regarding the reported event: the procedure was converted because the customer was unable to flip the endoscope from the surgeon side console (ssc). The system also would not recognize whether the scope was up or down. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.